Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 289, 242, 209, 233 and 438 mg/dl. Customer also stated that he had obtained results of 600 mg/dl and then 400 mg/dl; it was not known if these results were fasting or non-fasting. The customer¿s expected fasting blood glucose test result range is 80 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/26/2019 (expired), and customer did not recall the open vial date. Customer had another vial of test strips that had been stored and handled correctly, lot number mw3518s, manufacturer's expiration date of 03/20/2021. The customer declined to perform a back to back blood test during the call. The meter memory was reviewed for previous test result history: result 1: 289mg/dl date: 11/6/2019 time: 12:47pm fasting, result 2: 242mg/dl date: 11/6/2019 time: 2:50pm fasting, result 3: 209mg/dl date: 11/5/2019 time: 5:40pm fasting, result 4: 233mg/dl date: 11/5/2019 time: 5:10pm fasting, result 5: 438mg/dl date: 11/4/2019 time: 11:26pm fasting.